Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Although a possible temporal association exists between fresenius products and this peritonitis event; there is no documentation that shows a causal relationship between fresenius products and the adverse events. The etiology/causality of peritonitis cannot be fully determined with the clinical information currently available in the complaint file and received medical records.. Should additional information become available this clinical investigation will be re-evaluated a follow up will be submitted following evaluation.

Event description:
Information reported by patient's peritoneal dialysis nurse and 20 pages of received medical records were reviewed revealing this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy (for unknown period time) was experiencing cloudy peritoneal dialysis (pd) effluent on (B)(6)2017. On (B)(6)2017, the patient was subsequently diagnosed with peritonitis. The etiology and course of treatment for this peritonitis event is unknown. It was noted that the peritonitis event resolved on (B)(6)2017 in the medical records.